Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged unexpected battery power loss and cosmetic damage located at the battery compartment found on (B)(6) 2021. Insulin pump was received with a cracked battery tube threads. Insulin pump was also received with a blank flashing white display with audio beep alert. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank flashing white display with audio beep alert. Unable to generate power management graph due to blank flashing white display with audio beep alert. Unable to download history files and traces using thus due to blank flashing white display with audio beep alert. Insulin pump was cut open to perform visual inspection and found corrosion on the electrical board, force sensor, motor and vibrator assembly noted. The original electrical board was installed and swapped out with a working test electrical board, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a blank flashing white display with audio beep alert noted. The original electrical board was installed and swapped out with a working test electrical board, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no blank flashing white display with audio beep alert noted. The original electrical board re-installed and swapped out with a working test electrical board, case, internal battery and motor. Powered the insulin pump on using the aa 1.5v battery and continued testing and download. The insulin pump passed the self test and no blank display with alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. Unexpected battery power loss or replace battery alert/replace battery now alarm, low battery alert and power loss alarm was confirmed due to corrosion on the electrical board. A blank flashing white display with audio beep alert was confirmed due to corrosion on the electrical board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery compartment. Unable to download history files and traces using thus was confirmed due to blank flashing white display with audio beep alert. A blank flashing white display with audio beep alert was confirmed due to corrosion on the electrical board. During visual inspection, corrosion was also found on the electrical board, force sensor, motor and vibrator assembly noted. However, a test electrical board was used and continued testing, download and the unexpected battery power loss or replace battery alert/replace battery now alarm, low battery alert and power loss alarm was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Information received by medtronic indicated that the insulin pump was no longer getting power. The battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.